Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or pictures were received. A physical investigation was not possible. The user report contains information regarding catheter leakage. The user provided video shows the leakage of the catheter. After review of the provided video the reported malfunction can be confirmed. Therefore, the investigation was confirmed for leak issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via right leg at deep femoral vein, the hub of the catheter had allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the hub of the catheter had allegedly leaked. The procedure was completed using another device. There was no reported patient injury.